Event description:
It was reported that attachment had a unspecified issue. At the time of the report, there was no known impact to the patient. Additional information received stating that the bearing came out and heated. There was no patient impact and the event occurred while preparing for use.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device is returned and analysis is not yet completed. MDR timeline is coming due but analysis not yet finished. G3: aware date has been taken as additional information received date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.